Event description:
It was reported that a patient death occurred, and the customer suspected the application of an incorrect gas. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
On 9/12/2025 draeger poland did receive an email from the customer with urgent request on diagnosis and technical check of two devices: primus (sn: (B)(6) and movitalift (sn: (B)(6). No information regarding patient impact was given. Draeger documented the found deviation (unapproved modification) and reported it back to the customer. The results of the draeger investigation will be provided in a follow up report.

Manufacturer narrative:
The reported incident was caused by an incorrect repair/maintenance done to the supply unit in a way that the internal tubing¿s for o2 and n2o were cross connected, as confirmed by the pictures provided. Pictures show also that non drager hoses were newly installed but not according to the labeling in the device. Obviously, no gas type test according to draeger instructions (after hose replacement) was done. According to the report a company unknown to draeger was commissioned by the hospital to work on the affected movita colum asee-0266l with mediadocking asdk-0019 after the last service of draeger. Last draeger service was done in (B)(6) 2024 without replacing parts. The error pattern can¿t be detected during the pre use check of the anesthesia device, as the gas type is not tested but supply pressure level. The electronic device logfile of the anethesia device was provided. The logfile analysis revealed no indications for an anesthesia device malfunction, neither during nor before or after the reported event. Both, the elevated n2o concentration as well as the low fio2, were alarmed immediately after the procedure was started. The patient gas measurement system was functional during the whole case.

Event description:
It was reported that a patient death occurred, and the customer suspected the application of an incorrect gas. The device has no UDI as an UDI was not required at the time the device was manufactured.